Manufacturer narrative:
The t:slim x2 user guide states not to use any other insulin with the pump other than u-100humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 333 mg/dl and a bolus of insulin was delivered to address the bg level. The customer changed the infusion set and insulin delivery was resumed. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.